Event description:
The customer reported that when they turn the system on, the touchscreen intermittently lights up and then it turns off.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.